Event description:
Reporter called and said that she received monovisc injections in her right knee and left knee two weeks ago. Two weeks post-injection, both of her knees are now worse with swelling, pain when standing and walking, and considerable loss of range of motion. She is not able to find any relief from the pain. Reference report: mw5120192.